Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, and minor scratches on the display window. The insulin pump failed to vibrate during the self test due to a broken vibrator motor wire.

Event description:
It was reported, the customer had a vibrate anomaly on their insulin pump. Customer's blood glucose was unknown. The customer stated their vibrate option was no longer functional. Troubleshooting found the insulin pump did not vibrate during the vibrate test. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.